Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem12100, endovascular stent graft, allegedly failed to deploy, experienced a break, detachment, and a device-device incompatibility. This information was received from one source. This malfunction involved a patient with no consequences. The patient's weight, age, and gender were not provided.